Event description:
It was reported that during an unknown procedure, the device could not be fired at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. The nurse commented that there were no staples in the original cartridge before use.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: based on the photo provided the reload seems to be fully fired and with the swing tab in the locked position, this is consistent with the firing cycle being complete.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tcr55 reload was received in good visual condition, fully fired and locked. No functional test was performed. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.